Manufacturer narrative:
Evaluation of the returned smart coil embolization coil revealed that the proximal constraint sphere was intact at the proximal end of the embolization coil. This indicates that the embolization coil was not unraveled and was detached as intended. The smart coil pusher assembly was not returned for evaluation; therefore, the reported smart coil failure to detach during the procedure could not be determined. The reported smart coil unraveled during the procedure was unable to be confirmed. Further evaluation of the device revealed offset coil winds along the length of the embolization coil. This damage was likely a result of snaring to retrieve the embolization coil during the procedure. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the reported complaint due to the return condition. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using a penumbra smart coil (smart coil), a penumbra smart coil detachment handle (handle), non-penumbra catheter, non-penumbra microcatheter, guidewire, and a non-penumbra stent. During the procedure, the physician advanced a smart coil as the first coil into the vessel and used the handle to detach it; however, the smart coil failed to detach after several attempts. The physician then broke the black alignment zone on the pusher assembly of the smart coil and pulled the inner wire in attempt to manually detach the smart coil. However, the coil did not detach. Consequently, during the attempts, the smart coil became unraveled. Therefore, the physician used a goose neck snare to retrieve the smart coil and removed the microcatheter all together. The procedure was completed using other coils and the same microcatheter. There was no report of an adverse effect to the patient.